Manufacturer narrative:
(B)(4). G2. Report source: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00112.

Event description:
It was reported that during a procedure, the calibrated drill bit fractured. No harm to the patient occurred and no fractured pieces were retained. Due diligence is in progress and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No products were returned to the post market surveillance team for examination. However, three images and one video were provided. One image shows the fractured drill. The second image shows another drill, intact (likely for comparison purposes). A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined.

Event description:
Diligence is completed and no further information on the reported event has been provided.